Event description:
The case was cancelled during patient preparation due to a communication issue with the ampere generator. Rebooting the ampere generator would temporarily resolve the issue, but then it would disconnect again. There were no adverse patient consequences.

Manufacturer narrative:
Additional information b5, d4, e1, g3.

Event description:
The atrial fibrillation procedure was cancelled during patient preparation due to a communication issue with the ampere generator. Rebooting the ampere generator would temporarily resolve the issue, but then it would disconnect again. There were no adverse patient consequences. Resetting the ampere generator and replacing the cable resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent cancellation remain unknown.